Event description:
The PICC was placed in 2004 and removed four days later. Line was not working and when it was removed, they noticed it was sheared at the end. Removal was not difficult and no force was used.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A complaint history review could not be completed because the lot number provided was not valid.